Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 45 mg/dl. The customer had food and her blood glucose level rose to 132 mg/dl. The customer also reported that they were experiencing sensor glucose discrepancies. Their blood glucose value from the reported event was 172 mg/dl while the sensor glucose value was 71 mg/dl. The sensor and blood glucose difference was not within acceptable range. It was noted that the sensor glucose value of 70 mg/dl triggered a suspend event. The threshold on low suspend limit in the sensor settings was 70 mg/dl. The customer declined troubleshooting for the low blood glucose. Both the sensor and insulin pump will not be returned for analysis.